Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, a gore® dryseal flex introducer sheath (lot unknown) was used as part of a thoracic endovascular aortic repair. During the procedure, the sheath was inserted from the patient¿s right side, and all endoprostheses were advanced and implanted as planned. According to the report, the right external iliac artery was dissected and ruptured when the sheath was withdrawn. The dissection was reportedly attributed to resistance felt upon insertion of the sheath. An additional stent graft and bare metal stent were implanted to repair the dissection and rupture. The procedure was concluded without any further reported complications. The patient tolerated the procedure.